Manufacturer narrative:
According to the patient profile form the patient alleged perforation of the filter strut(s) outside the inferior vena cava (ivc). The patient reports experiencing mental anguish related to fear that the filter might cause further damage. The patient became aware of the event approximately twenty-one months post implant. According to the medical records the indication for the filter implant was acute pulmonary embolism with recurrent gastro-intestinal (gi) bleed. The patient has a history of surgical history adenoidectomy. Prior to the filter implant, same day, a double lumen antimicrobial-coated central venous catheter was inserted in the left subclavian vein at the bedside. During the filter placement procedure, a mesenteric angiogram was performed through a 5fr sheath in the right common femoral artery and noted a right lateral superior mesenteric artery pseudoaneurysm, not accessible for embolization, but resolved spontaneously. The filter was placed via the right common femoral vein through a 6fr sheath and deployed in the infrarenal ivc. The patient was status post, approximately fifty-six days, cecal volvulus resection with primary anastomosis, complicated by recurrent gi bleed at the anastomosis site. The post-operative phase was complicated with intrabdominal abscess, fevers, re-exploration and closure, multiple drain placements in the left upper quadrant and hypotension after the initial surgery. The patient also experienced hypotension and hypovolemia related to the gi bleed. Approximately two years post implant, a computed tomography scan was performed, findings noted the ivc filter with prongs projecting slightly outside the lumen of the ivc, abutting the small bowel anteriorly and fat in the lateral and posterior aspects.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages including, but not limited to: perforation of the vena cava.

Manufacturer narrative:
As reported, the patient underwent placement of a trapease vena cava filter. The patient is reported to have had a history of adenoidectomy. The patient was also reported to have had a recent history of cecal volvulus resection with primary anastomosis that had been complicated by gastrointestinal (gi) bleeding, intraabdominal abscess, fevers, re-exploration and closure, multiple drain placements, hypovolemia and hypotension. The indication for the filter placement was reported to be acute bilateral pulmonary embolism (pe) with a recurrence of the gi bleeding. Prior to filter implantation, an angiogram revealed a pseudoaneurysm in the right lateral superior mesenteric artery that was not accessible for embolization. The is reported to have resolved spontaneously. The filter was implanted via the right common femoral vein and placed in an infrarenal position. Approximately three days after the implantation, the patient underwent colonoscopy with cauterization of esophageal and anastomotic ulcers to treat the ongoing gi bleeding. Approximately two years and nine months after implantation, the patient underwent a computerized tomography (CT) scan that revealed that filter prongs were projecting slightly outside the ivc lumen and abutting the small bowel anteriorly. The patient further reported having experienced mental anguish and fear associated with the filter. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pe via percutaneous placement in the ivc for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter ivc perforation could not be confirmed and the exact cause could not be determined. A review of the instructions for use (IFU) notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Clinical factors that may have influenced the event include the patient¿s pre-existing co-morbidities, pharmacological issues and lesion characteristics. The anxiety experienced by the patient does not represent a device malfunction. Anxiety, part of the body¿s natural response to stress and can cause feelings of, but not limited to, nervousness, mental anguish, fear, unease and worry. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.